Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Upon device inspection, the phenomenon was reproduced. It was found that the error of the ultrasound image is displayed and confirmed reproduction of the phenomenon. However, it was not possible to further determine the cause of the occurrence from the information obtained. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrovideoscope exhibited damage to the ultrasound probe. There was report no patient harm.